Manufacturer narrative:
The autopulse nimh battery was not returned for investigation by the distributor. Therefore, physical investigation could not be performed. Note: the following MFR # are for the autopulse platform and 1 autopulse nimh battery that were referenced in the complaint. Autopulse resuscitation system model 100 with (B)(4): 3003793491-2013-00535. Autopulse nimh battery with s/n (B)(4): 3003793491-2013-00536.

Manufacturer narrative:
The autopulse nimh battery (s/n (B)(4)) was returned for investigation by the distributor. Nimh battery s/n (B)(4) was tested and failed for the output power test, with less than 1300 watts of power measured. A definitive root cause associated with this incident could not be determined.

Event description:
The customer reported to a zoll distributor that during a patient event, the device displayed user advisory 002 and user advisory 007 error message. There was no additional information or adverse patient sequelae reported. The autopulse platform with serial number (B)(4) was returned to the distributor and the archive data was collected.